Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula, or to determine their root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.4 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing elevated blood glucose levels of approximately 400 mg/dl after approximately 24-36 hours of pod wear on the arm. The patient noted insulin leakage during wear and bruising at the infusion site, with no significant redness or swelling reported. Although the cannula was confirmed to be inserted, the pink slide was reported to not have advanced, indicating a potential needle mechanism failure. Upon removal of the pod, the cannula was observed to be bent. The patient managed the elevated blood glucose levels with backup insulin injections. There was no medical intervention reported in relation to this event.